Event description:
The pump dispensed only water and in excessive amount.

Manufacturer narrative:
It was reported that "the patient at one of the homes almost aspirated" and "the nurse started the pump on a patient and the pump dispensed only water and in excessive amount." In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.